Manufacturer narrative:
The insulin pump had cracked casing at the display window corners, battery tube threads, reservoir tube, reservoir tube lip completely broken off, cracked belt clip slot, minor scratched and cracked display window.

Event description:
It was reported via phone call that the top of the reservoir broke off. The patient's blood glucose at the time of incident was 160 mg/dl. The customer did not know how the damage occurred. The insulin pump was returned for analysis.